Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the staple line fell apart. Sutures were used to complete the case with no patient consequence. The device was discarded. Additional information received on (B)(6) 2010: the device fired fine, with the device cutting and stapling fine. The donuts were checked and they were complete. When the surgeon did the leak test, he heard a gurgling sound and then the staple line came apart. The surgeon checked the staple line and some of the staples were malformed. No buttressing was being used. The surgeon used sutures to complete the case with no further patient consequence.